Event description:
It was reported that during a sigmoid colon resection procedure, the anvil would not seat on the stapler. They thought it was seated, tighten it and went to fire. When it was fired, the anvil popped off. The anvil was retrieved and a second device was tried with the same results. Finally another surgeon was called in and fired a third device without incident. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Started lap went open for resection. What device was used for the proximal and distal transaction of the bowel? Ax55 what color reload? Asku. On what tissue type was the device used? Asku. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) asku. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Was the spike of the trocar inserted through bowel lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Thought heard a click. When the device was fired, what was the location of the indicator within the gap setting scale? Within green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Na. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Na. Was there any difficulty removing the device from the tissue? Na. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Na. Is there any other additional information you would like to share about this device, procedure, patient or physician? No. What were the indications for surgery? What was found? Asku. What are the patient's age and sex? (B)(6) female. Did a hcp other than the primary surgeon fire the instrument? If so, whom? No, rn. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). (Device b): serial # (B)(4). (Device b): results: (uncut washer - blemished); conclusion: device (a) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties and did not detach during functional testing. Device (b) arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties and did not detach during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.